Event description:
The patient was undergoing a medical procedure using a penumbra system 5max reperfusion catheter. During the case, the penumbra system 5max reperfusion catheter became kinked. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Results: the catheter is kinked approximately 2.5, 65.0, 121.0, 121.5, and 123.0 cm from the hub and ovalized approximately 18.0 cm from the hub and 0.4 cm from distal tip. Conclusions: the complaint has been evaluated. The complaint indicates that the reperfusion catheter 054 was kinked during the procedure. There were no other details provided about the complaint. Evaluation of the returned device confirmed kinks and ovalizations along the entire shaft of the catheter. It is unknown what damage the complaint was referring to and when the damage occurred. Therefore, the root cause of this issue could not be determined. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.